Manufacturer narrative:
Date of event: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the device used to help their bladder symptoms but stopped helping a couple of months ago and now it was not working. They don't want to wear a pad. Pt said about 5 weeks ago, about 4-5 days after they turned stimulation up, they were getting up out of a chair and suddenly felt a jolt in their sacrum and bladder area, like someone punched them in the gut and it stopped them in their tracks. Pt said the jolt was short and went away, it was ok, and they had not noticed it since and they have had times when they noticed a small little jolt. They had been trying to work with their doctor but put in a complaint about them stating they lied. Pt said wanted to be in contact with the manufacturer representative (rep) who was at the implant. Patient services reviewed rep role, offered doctor listings, pt declined stating they will continue to work with healthcare provider (hcp). Pt said they will see another urologist on april 14th. Patient services review the hcp can call technical services and could potentially page a rep. Patient services reviewed activity recommendations, stimulation sensation information, brief therapy optimization information, and the option to change programs. Pt said they did not know they had other program options, they had never changed the program and requested assistance to use their control equipment to see what their other program options were however when they tried to synch their equipment the handset showed: low communicator batteryconnect the communicator to the cable. Pt plugged the communicator in to allow it to become charged and try later on. Patient services offered and sent email with quick guide, pt therapy guide and information. Patient was redirected to their doctor. During the call pt said: if it was not working they might as well take it out. Pt mentioned unrelated medical history. This included pt said they work out a lot and has not had any falls or traumatic accidents, no other medical tests or procedures.